Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness requiring ems transport and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information obtained from follow-up indicated that the user had experienced infusion site issues the day prior and required troubleshooting and site change. The user reported difficulties with infusion set management and did not pause the device during a period of disconnection for physical activity prior to the event. The user also reported recent hyperglycemia requiring corrective actions prior to the hypoglycemic event. Based on available information, contributing factors may include use-related issues involving infusion set management and device operation; however, a definitive cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 06-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 31 mg/dl, resulting in loss of consciousness and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with glucagon and additional medical care, and discharged on (B)(6) 2026. No long-term health effects were reported.